Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 250cc mentor smooth round moderate profile prostheses and experienced left-sided deflation and right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional on (B)(6) 2021. During the consultation, the patient stated that her left implant had been ruptured for the past two years. As a result, the patient underwent bilateral removal and replacement with two 270cc mentor memorygel breast implant prostheses (catalog #: smpx270, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. The devices were inadvertently discarded upon explantation and are not available for product evaluation. The event date was estimated as (B)(6) 2019 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 250cc mentor smooth round moderate profile prostheses and experienced left-sided deflation and right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional on (B)(6) 2021. During the consultation, the patient stated that her left implant had been ruptured for the past two years. As a result, the patient underwent bilateral removal and replacement with two 270cc mentor memorygel breast implant prostheses (catalog #: smpx270, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. The devices were inadvertently discarded upon explantation and are not available for product evaluation. The event date was estimated as (B)(6) 2019 based on available information. This report is for the right-sided prosthesis.